Event description:
The reporter stated that the surgeon was inserting a three piece collamar lens model cq2015 into pt's eye, and the haptic tore. The lens was removed and replaced with another model lens with on pt injury.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the lens optic is torn near the haptic junction. There is a small tear in the optic. Clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.